Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came in for a routine check and it was observed that during an impedance test, the test would trigger an oversense on the atrial lead and right ventricular (rv) lead at the same time. Provocative testing including isometric tests and manipulation did not replicate the oversensing. The oversensing has never happened any other time, just every time the impedance test was run they would see oversense on both atrial and ventricular channels. Additionally, the clinician noted that the atrial lead had been non-functional for some time, but did not know what was wrong or if dislodged, just that the atrial lead was not working. Follow-up information indicated that the atrial lead had dislodged causing a change in threshold three days post implant. At that time the lead position was still capable of sensing atrial depolarization but could not pace; the physician decided to program the device vvi and keep atrial sensing enabled for detection purposes. Then at some point later on there was a degradation of the p wave sensing and the atrial lead was programmed off to allow the device to function as a functional single chamber device. The atrial lead remains in the patient and the rv lead remains in use. No patient complications have been reported as a result of this event.